Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had tearing of the endoscope sheath. There were no reports of patient involvement.

Event description:
It was reported the colonovideoscope had tearing of the endoscope sheath. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.